Manufacturer narrative:
Returned and retention capture-cmv, lot c046 were tested with in-house donors of known cmv status. In-house donor samples cmv status was confirmed. Returned and retention products performed as expected. Customer did not return sample for investigation testing.

Event description:
Customer reported, unexpected positive reactions with capture-cmv when testing 2 donor samples that previously tested negative. Repeat testing also resulted as negative. The samples tested positive for cmv antibodies by an alternative eia method. No adverse reactions occurred, however, one unit of ffp collected from one of the donors was released, but not transfused.